Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alleged over infusion of a medication on (B)(6) 2026. There was patient involvement but no harm. The customer provided the following additional information: the event occurred on 8 january 2026, at 0400. The routine amiodarone infusion order was 33.3ml/hr for 6 hours and then reduced to 16.7ml/hr for 18 hours for a total of 500ml over 24 hours using a bag with a concentration of 900mg/500ml, or 1.8mg/ml. It was reported that the 500ml had infused in 8 hours, started at 0400, and bag empty at 1200.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of amiodarone was not confirmed during a review of the log or replicated during testing of the suspect pump module. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The external and internal inspection of the suspect pump module identified no issues or anomalies that could have contributed to the reported issue. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 08jan2026 between 4:00 am and 12:00 pm. A review of the pcu and pump module error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from (B)(6) 2026 at 4:31 am, when the unit¿s channel was pressed to program the reported primary infusion, until 12:17 pm, when the pump module was powered off; it was subsequently removed at 3:49 pm: at 4:31 am on (B)(6) 2026, pump module 8100 (s/n (B)(6)) was selected. The device was programmed for a primary infusion with drug ID 68 (amiodarone), with a drug amount of 900mg in 500ml diluent at a rate of 33.3ml/hr and a vtbi of 90ml. The primary volume infused (pvi) at the time of programming was 440.78ml, reflecting a prior infusion. The primary infusion started at 4:32 am. At 7:14 am, the infusion was completed with a pvi of 530.791ml and the pump module entered kvo (20ml/hr, vtbi=0ml). At 7:23 am, the channel select key was pressed and immediately afterward the user updated the vtbi to 60ml while keeping the previous settings. The infusion restarted with a pvi of 534.234ml. At 9:12 am, the infusion was completed with a pvi of 594.244ml and the unit entered kvo. During the same minute, the channel select key was pressed and the vtbi was updated to 30ml while maintaining the prior drug parameters. The infusion restarted with a pvi of 594.352ml. At 10:07 am, the infusion completed with a pvi of 624.362ml and the unit entered kvo. At 10:22 am, the channel select key was pressed again and the vtbi was updated to 40ml, keeping the same settings; the infusion started. At 10:55 am, the user changed the dose to 0.5mg/min and the rate automatically adjusted to 16.7ml/hr. At 12:12 pm, the infusion was completed with a pvi of 669.45ml and the device entered kvo. At 12:16 pm, the silence key was pressed, and during the next minute the channel off key was pressed (shutting down the unit). The unit was later removed at 3:49 pm. The total volume infused (tvi) was 670.808ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The alaris system user manual (v12.1) explains proper loading of the administration set, including correct tubing placement and avoiding forceful insertion to prevent infusion errors. The pcu must be powered on first to complete its self test before loading a primed set. If both the safety clamp and roller clamp are left open, unregulated flow can occur, triggering a high priority, non silenceable alarm instructing the user to close the safety clamp and door. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion of amiodarone was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alleged over infusion of a medication on 8 january 2026. There was patient involvement but no harm. The customer provided the following additional information: the event occurred on (B)(6) 2026, at 0400. The routine amiodarone infusion order was 33.3ml/hr for 6 hours and then reduced to 16.7ml/hr for 18 hours for a total of 500ml over 24 hours using a bag with a concentration of 900mg/500ml, or 1.8mg/ml. It was reported that the 500ml had infused in 8 hours, started at 0400, and bag empty at 1200.